Event description:
An implant card was received on (B)(6) 2013 indicating that the patient had undergone a full vns system replacement due to "infection" on (B)(6) 2013.

Event description:
It was reported that the patient developed an infection and was explanted. It was reported that the patient would be reimplanted at a later date. An adverse event report form was received that indicated that the infection was possibly related to the implant surgery. The severity was listed as moderate and the patient is recovered. It was later reported that the patient may have gotten a scratch at the beach and that a puncture collection and microbiological culture grew staphylococcus aureus. It was reported that the patient underwent complete removal of the generator and lead and had an antibiotic treatment wash. The patient has completed the course of antibiotics and replacement surgery is planned, but has not yet occurred.

Event description:
Additional information was received indicating that the infection was subcutaneous and near the generator site.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.